Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported getting readings of 140mg/dl at 1pm, 405mg/dl at 5pm and 45 mg/dl at 8:30pm on (B)(6) 2011 on their fs lite meter that they perceived as erratic, however the readings were not obtained within 10 minutes, hence are invalid for comparison. The customer further reported around 5pm and later at 8pm she felt "funny, lucid, and dizzy" and self-treated with 15 units of apidra. The paramedics were called, treated customer with glucose intravenous infusion on the scene and further transported to a hospital where she was diagnosed with hypoglycemia and "given an (unspecified) injection. " there was no report of death or permanent impairment associated with this medical event.